Manufacturer narrative:
As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead revealed that the connector pin and connector cap were pulled out of the connector assembly. The cause of the reported stylet removal difficulties was isolated to the bunching of the stripped stylet polytetrafluoroethylene (ptfe) coating and inner coil. The cause of the reported pin detachment was isolated to procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. The cause of the reported event was due to procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, the stylet became stuck in the left ventricular (lv) lead which resulted in the physician using excessive force to remove. The lv lead was explanted and replaced to resolve the event. There was no alleged malfunction on the lv lead or stylet, however the physician sutured the lead while the stylet was inserted which resulted in an extended procedure time that was clinically significant to the patient. The patient was stable and experienced no consequences.